Event description:
The customer reported the generation of lo anion gaps on ise (ion selective electrode) patient results which include sodium (na), chloride (cl), potassium (k), and carbon dioxide (co2) involving the unicel dxc 600i synchron access clinical system. The customer did not provide patient data or demographic. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and confirmed the ise calibration values for sodium (na) sample reference values level 1 were out of range indicating the carbon bridge required replacement. The fse inspected analyzer and determined the carbon bridge was worn and required replacement. The fse replaced the carbon bridge to resolve the issue. Performed system verification successful without issues. The system returned to normal operation. Section h6: component code 4756 is used for the carbon bridge. The beckman coulter identifier is (B)(4).